Manufacturer narrative:
(B)(4). A third party biomed has received the device for evaluation. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The third party service agent evaluated the device and verified the reported issue and replaced the system/memory pcb assembly. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer reported that their device had displayed service across the screen. When this message appears, it is indicative of a device lock up. The customer reported that there was no patient use associated with the reported issue.